Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/, chronic pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/spotting'), neoplasm ('tumor / teratoma / cancer') and abdominal distension ('extreme bloating') in a 43-year-old female patient who had essure (batch no. 877932-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Medical conditions: essure confirmation test: on (B)(6) 2013 result: bilateral occlusion. Previously administered products included for birth control: depo-provera from (B)(6) 2013. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), emotional disorder ("psych injury; emotional hormonal"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), abdominal distension (seriousness criterion medically significant), dyspepsia ("heart burn") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 10 days after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced night sweats ("hormonal changes: night sweats"). On (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("expulsion"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), urinary incontinence ("urinary problems / bladder leaking"), urinary tract infection ("uti"), vaginal infection ("vaginal infections"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), cystitis ("bladder infection"), hypersensitivity ("allergic or hypersensitivity reaction type: not provided"), diarrhoea ("diarrhea"), pain ("body aches") and discomfort ("feeling generalised discomfort") and was found to have neoplasm (seriousness criterion medically significant). The patient was treated with surgery (type: 2 tumors removed, ablation, full hysterectomy, bilateral salpingectomy, bilateral oophorectomy and omentectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, metrorrhagia, dyspareunia, abdominal pain, dysmenorrhoea, headache, diarrhoea and pain had resolved and the neoplasm, device expulsion, back pain, emotional disorder, urinary incontinence, urinary tract infection, vaginal infection, vaginal discharge, night sweats, migraine, nausea, fatigue, weight increased, gastrointestinal disorder, abdominal distension, dyspepsia, cystitis, vaginal haemorrhage, hypersensitivity, female sexual dysfunction and discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, cystitis, device expulsion, diarrhoea, discomfort, dysmenorrhoea, dyspareunia, dyspepsia, emotional disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, night sweats, pain, pelvic pain, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2013. Insertion details: right-1coil,left-1coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Lot number reported 877932 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received: event coding updated from bladder disorder to urinary incontinence. New event discomfort added. Event onset date, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/, chronic pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/spotting'), neoplasm ('tumor / teratoma / cancer'), genital haemorrhage ('general abnormal bleeding') and abdominal distension ('extreme bloating') in an adult female patient who had essure (batch no. 877932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Medical conditions: essure confirmation test: on (B)(6) 2013 result: bilateral occlusion. Previously administered products included for birth control: depo-provera from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("expulsion"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), emotional disorder ("psych injury; emotional hormonal"), bladder disorder ("bladder problems."), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), night sweats ("hormonal changes:night sweats"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), abdominal distension (seriousness criterion medically significant), dyspepsia ("heart burn"), cystitis ("bladder infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction type: not provided"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), diarrhoea ("diarrhea") and pain ("body aches") and was found to have neoplasm (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (type: 2 tumors removed, ablation, full hysterectomy, bilateral salpingectomy, bilateral oophorectomy and omentectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, metrorrhagia, dyspareunia, abdominal pain, dysmenorrhoea, headache, diarrhoea and pain had resolved and the neoplasm, device expulsion, back pain, emotional disorder, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, night sweats, migraine, nausea, fatigue, weight increased, gastrointestinal disorder, abdominal distension, dyspepsia, cystitis, vaginal haemorrhage, hypersensitivity and female sexual dysfunction outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, cystitis, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, emotional disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, night sweats, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2013 and (B)(6) 2013. Insertion details: right-1coil,left-1coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs & mr received. New events abnormal bleeding (vaginal), allergic or hypersensitivity reaction type, apareunia, teratoma, cancer, diarrhea, plaintiff did not undergo essure confirmation test were added. Lot number,concomitant conditions, treatment drugs,concomitant drugs,reporter information, patient demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, chronic pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: on (B)(6) 2013 result: bilateral occlusion. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("expulsion"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), injury ("psych injury"), bladder disorder ("bladder problems."), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), abdominal distension ("extreme bloating"), dyspepsia ("heart burn") and cystitis ("bladder infection") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (ablation and full hysterectomy, bilateral salpingectomy, bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, metrorrhagia, dyspareunia and dysmenorrhoea had resolved and the device expulsion, abdominal pain, back pain, injury, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, hormone level abnormal, migraine, headache, nausea, neoplasm, fatigue, weight increased, gastrointestinal disorder, abdominal distension, dyspepsia and cystitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, injury, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2013 and (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: category of case changed to incident. Event injury is replaced by pain. New events added: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), chronic abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), expulsion, psych injury, bladder problems. Urinary problems. Bladder infection uti, vaginal infections, vaginal discharge, hormonal changes, migraine, headaches, nausea, tumors, fatigue, weight gain, gi conditions, extreme bloating and heart burn were added. Lab data, new reporter added. Patient demographic added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/, chronic pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: on (B)(6)2013 result: bilateral occlusion. On(B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("expulsion"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems."), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), abdominal distension ("extreme bloating"), dyspepsia ("heart burn") and cystitis ("bladder infection") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (ablation and full hysterectomy, bilateral salpingectomy, bilateral oophorectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, metrorrhagia, dyspareunia and dysmenorrhoea had resolved and the device expulsion, abdominal pain, back pain, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, hormone level abnormal, migraine, headache, nausea, neoplasm, fatigue, weight increased, gastrointestinal disorder, abdominal distension, dyspepsia and cystitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6)2013 and (B)(6)2013. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query: event pt for psych injury was updated to psychological trauma. No new follow-up information was received from the reporter. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/, chronic pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/spotting'), neoplasm ('tumor / teratoma / cancer'), genital haemorrhage ('general abnormal bleeding') and abdominal distension ('extreme bloating') in an adult female patient who had essure (batch no. 877932-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Medical conditions: essure confirmation test: on (B)(6) 2013 result: bilateral occlusion. Previously administered products included for birth control: depo-provera from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. O n an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("expulsion"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), emotional disorder ("psych injury; emotional hormonal"), bladder disorder ("bladder problems."), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), night sweats ("hormonal changes:night sweats"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), abdominal distension (seriousness criterion medically significant), dyspepsia ("heart burn"), cystitis ("bladder infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction type: not provided"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), diarrhoea ("diarrhea") and pain ("body aches") and was found to have neoplasm (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (type: 2 tumors removed, ablation, full hysterectomy, bilateral salpingectomy, bilateral oophorectomy and omentectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, metrorrhagia, dyspareunia, abdominal pain, dysmenorrhoea, headache, diarrhoea and pain had resolved and the neoplasm, device expulsion, back pain, emotional disorder, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, night sweats, migraine, nausea, fatigue, weight increased, gastrointestinal disorder, abdominal distension, dyspepsia, cystitis, vaginal haemorrhage, hypersensitivity and female sexual dysfunction outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, cystitis, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, emotional disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, night sweats, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2013. Insertion details: right-1coil,left-1coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Lot number reported 877932 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: update of information (batch is not valid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.